Event description:
The physician reported an equipment malfunction involving the bravo capsule deployment system. According to the physician, the capsule did not deploy correctly and did not attach to the esophagus. With withdrawal of the capsule deployment system, the capsule became lodged in the proximal esophagus immediately behind the arytenoids/airway. This was seen with reinsertion of the upper endoscope. The bravo capsule was successfully removed using a snare via the endoscope. The pt experienced some laryngospasm/bronchospasm and oxygen desaturation down to 60% while the capsule was being removed with the snare. Since the pt experienced the pulmonary complication, the pt was admitted to the observation unit for close observation overnight. He did well during the night and the procedure was repeated successfully the next day. Additional info from user facility report: pt with history of gastroesophageal reflux disease and chest pain came in for an outpatient egd with bravo capsule placement to evaluate evidence of acid reflux. The physician reported an equipment malfunction involving the bravo capsule deployment system. According to the physician, the capsule did not attach to the esophagus. With withdrawal of the capsule deployment system, the capsule became lodged in the proximal esophagus immediately behind the arytenoids/airway. This was seen with insertion of the upper endoscope. The bravo capsule was successfully removed using a snare via the endoscope. The pt experienced some laryngospasm/bronchospasm and oxygen desaturation down to 60% while the capsule was being removed with the snare. Since the pt experienced the pulmonary complication, the pt was admitted to the observation unit for close observation overnight. He did well during the night and the procedure was repeated successfully the next day.

Manufacturer narrative:
(B)(4). Additional info: device info: medtronic; bravo ph monitoring system. Device MFR: medtronic neuromodulation, (B)(4).